Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2019 (manufacturer reference number: 1627487-2019-09075), the physician noted one of the lead tails appeared to be fractured. Physician cut the lead and removed the proximal end but left the lead body implanted.